Event description:
It was reported that the colonovideoscope had a b30 scope communication error. The event occurred at inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Date of the event is unknown. Additional information will be provided when available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.